Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously low tbhcg and a low tsh results for two (2) patients generated on the access 2 immunoassay system. Patient #1, initially recovered a tbhcg2 result of 0.14 miu/ml. The sample was repeated twice and recovered results of 142.34 miu/ml and 142.92 miu/ml. Patient #2, initially recovered a tsh2 result of 0.04 uiu/ml, which was repeated and recovered a result of 2.59 uiu/ml. The customer notes all samples were repeated before the initial results were released outside of the laboratory and there was no change in patient treatment based on the erroneous results.

Manufacturer narrative:
The customer collects samples in either 6ml bd serum tubes or plasma tubes which are then centrifuged for five minutes at 5600 rpm. The samples are aliquoted into a sample cup prior to analysis on the instrument. The customer stated to customer technical support (cts) that qc was within the laboratory's established ranges prior to the event and qc was also performing as expected after the event. A bec field service engineer (fse) was dispatched to evaluate the instrument. Discovered during troubleshooting that the main pipettor tip was bent. The fse replaced the pipettor tip and wash station insert then performed the necessary alignments and verified the ultrasonics. A routine system check was performed which passed within instrument specifications and assay qc passed within the laboratory's established ranges. In conclusion, due to a bent pipettor tip erroneous results were generated. Therefore the hardware is the cause of this event. This medwatch report is related to MDR 2122870-2012-01910.